Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) on (B)(6)2010. The lens was explanted on (B)(6)/2010 due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. The icl was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4)